Event description:
It was reported that during a bilateral ureteroscopy, the physician viewed a bent fiber and when she removed the fiber for inspection, she was burned on her wrist. The burn was described as small burn and no treatment was necessary beyond a band aid. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
The device is not available for analysis. Therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The instructions for use were reviewed and stated: warning - a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Burns are a known inherent risk of device use as stated in the instructions for use. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a bilateral ureteroscopy, the physician viewed a bent fiber and when she removed the fiber for inspection, she was burned on her wrist. The burn was described as small burn and no treatment was necessary beyond a band aid. The procedure was completed with another fiber without patient complications.